Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule got stuck in hypo pharynx and a specialist had to be called. The pt was incubated. No further info is available.